Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, difficulty in draining water from the foley catheter.

Event description:
It was reported that during use, difficulty in draining water from the foley catheter. Per notification from ucc on 08dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter balloon partially inflated. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjt1815. Visual inspection noted the catheter balloon was asymmetrical (90:10) and partially inflated. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The catheter balloon inflated asymmetrically; this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft."(pr#(B)(4)). Attempted to deflate balloon passively and only two (2) ml could be withdrawn with the returned syringe. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.